Manufacturer narrative:
Submit date: 4/11/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the enteral feeding pump set was leaking.

Manufacturer narrative:
An investigation was performed for the reported customer complaint: ¿the customer reported that the enteral feeding pump set was leaking.¿ the device history record (DHR) for lot number 172570208 indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. A lot cannot be released unless it passes all quality and conformance requirements. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. No product/sample was provided for evaluation. Therefore, a comprehensive investigation was unable to be performed. The reported c ustomer complaint could not be confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.